Event description:
Parenteral nutrition (pn) noted to be leaking from total parenteral nutrition (tpn) filter on trifuse. Patient glucose checked due to compromised fluids administered to baby. Sterile line change performed two days early as a result of trifuse failure.